Event description:
It was reported that the patient experienced pain at the anchor site. Reportedly, the patient feel the anchor through the skin. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the anchors attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs anchor, model: 1192, UDI: (B)(4), serial:n/a, batch:7894306.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg and anchors were explanted replaced. The new ipg was implanted in a new pocket to address the pain at ipg site. Different model anchors were implanted to address the pain at the anchor sites.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17026. Related manufacturer reference number: 1627487-2022-05283. Additional information received indicates that patient experienced pain ipg sites and both anchors site.